Event description:
The report received from (B)(6) stating that the device was "heating after 2 minute rotation". The device was not being used in surgery. There was no reported pt or user injuries. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).